Event description:
It was reported that in flex mode, the pump had been programmed to decrease the 5:00 dose 5% from 21.4ug to 20.3ug. Everything else remained constant. However, the pump event logs showed an increase in the daily dose by 0.1ug, instead of a decrease. The patient was sent home. No patient symptoms were reported. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).